Event description:
The customer reported that the insulin pump was not delivering insulin and her blood glucose went up to 350mg/dl. The customer treated with 3.0 units through the device. She stated that the insulin pump nearly put her in the hospital because the device was not functioning properly. Troubleshooting was performed and found that the programming was inaccurate. Assisted the caller to correct the time and date. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).